Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The hygiene microbiological investigation report indicated all channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer provided the cleaning, disinfection, and sterilization processes, stating that during precleaning, water was aspirated through the suction channel, flushing channels, air/water channel, auxiliary, balloon channel, and forceps elevator wire channel and the detergent used was aniosclean. The suction channel, suction cylinder, instrument channel port, balloon channel, distal end were brushed. The disinfectant used was amyoxide 1000. The endoscope was not sterilized. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera gastrointestinal videoscope tested positive for over 80 colony forming units (cfus) of pseudomonas aeruginosa on 27 june 2023. The device was retested on 04 july 2023 and found over 80 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Clarification to olympus culture results: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 2 cfu. Bacterial identification: gram positive bacteria. The device evaluation found the insertion part of the distal end light guide cover lens (large) was cracked, the insertion part of the bending section cover glue was separated, the witch section, key top 1 had an unclear indication, the universal cord had a wrinkle, and the insertion part, distal end biopsy channel failed the channel cleaning brush pass.